Manufacturer narrative:
The device was not returned to olympus for evaluation. A definitive root cause cannot be determined.

Event description:
The user facility reported to olympus that the lid of their oer-pro endoscope reprocessor was cracked. No patient injury or harm associated with the problem was reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device evaluation and device history record review (DHR). An olympus field service engineer (fse) was dispatched to the customer's site to repair the suspect device. The reported problem was confirmed. The fse replaced the top cover to resolve the reported problem. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause could not be determined, however, based on similar reported complaints, the likely cause is attributed to user handling. Possible causes include the lid contacted a scope when closed and/or an impact on the lid by something hard.